Manufacturer narrative:
The suspected device was returned for evaluation in good condition. Physical evaluation of the device found evidence of a cracked dso (downstream occlusion seal). Functional testing was completed no additional device issue was found. The device had not been in for repair in the last 12 months and due to this, no service history review was completed. No root cause was able to be determined during functional testing. Upon successful completion of the dso repair followed by functional and accuracy testing, the device will be returned to the customer.

Event description:
During investigation testing, a cracked downstream occlusion seal was found. There was no patient involved and no patient harm.